Manufacturer narrative:
Additional information: d10, g4, h2, h3, h6, h10. Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for routine device evaluation. It was found that the device would freeze during the interrogation, resulting in failure to complete the interrogation. As the device was approaching the elective replacement indicator, the physician decided to explant and replace the device. The patient was stable.